Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 6 years 4 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to severe regurgitation. The patient was symptomatic with dyspnea on exertion and shortness of breath. No additional adverse patient effects were reported. Added patient weight and patient codes. If information is provided in the future, a supplemental report will be issued.